Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). Investigation summary: bd received two photos for investigation. A visual examination of the photos revealed damage; the tube appears to have a crack in the sidewall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked tube. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, there was one (1) tube with a crack in the sidewall. No adverse impact was reported regarding the patient or user.